Manufacturer narrative:
Submit date: 10/13/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the patient had their catheter inserted and had their first dialysis session on (B)(6) 2015. During the session, the catheter began leaking from the extension. The following day, (B)(6) 2015, a new catheter was inserted and is functioning normally.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. A sample was received to the site for investigation. A palindrome catheter was received inside a generic plastic that presented signs of use (rests of blood). In order to confirm the defect reported, functional test was performed and a hole was found on the arterial extension. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused by improper use of sharp objects, repeated clamping or other similar damage. As per the instructions for use, it is necessary to perform a visual inspection prior to using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Sample returned presented a cut in the extension. The dwell time was 1 day, however the defect was not identified prior to the insertion and the device functioned as intended for an amount of time. Additionally, manufacturing performs 100% visual inspection on catheter extensions and 100% high pressure (leak) test. In addition, this defect was reproduced by puncturing a new silicone extension with a scalpel and the result was similar to the sample received. Therefore it can be concluded that this defect could be related to the use of sharp objects. Therefore, the evidence provided is enough to discard the manufacturing process as a potential cause. A qseas evaluation took place to assess this exceeded risk threshold, no further investigation activities or corrective actions were required and hhe evaluation was opened to address this failure mode in this product family. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedures, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.